Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead, product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead, product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead, product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 18-dec-2022, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(4), ubd: 08-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient fell. Opened spine incision so leads were visible. Leads explanted and generator left in battery pocket with plugs for future re-implant. The leads were discarded. Patient's weight was asked but unknown. The issue was resolved. Hcp had no further information. No further complications were reported/anticipated. Additional information was received from the rep. It was reported that the incision opened due to the fall. No device issues. The leads were explanted due to infection risk. No symptoms were reported. The provided information was confirmed with the hcp. No further complications were reported/anticipated.